Event description:
Treatment of a large saccular aneurysm measuring 15mm x 6mm in the superior hypophyseal segment of the right ica (internal carotid artery). During the pipeline deployment, it was reported that the middle segment of the device required balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).